Event description:
A respiratory therapist (rt) from the home healthcare co reported, "caregiver (pt's husband) found pt disconnected from tubing, vent was alarming. Vend did not sound right, pt not responding after reconnecting tubing. 911 was called, caregiver started giving CPR to pt." Subsequent info rec'd from the rt stated "husband inflated pt's cuff slightly and went to bed at approx 1:00 am. Unk alarms occurred at approx 2:00 am, and the pt was disconnected at the pt wye and tubing had been "blown off" (rt implied there was excessive pressure build up causing tubing to be "blown off"). Caregiver started CPR and called 911. No ambu bag used at any time. Caregiver stated several times to rt, that the ventilator did not sound right".